Event description:
Device 2 of 2 , reference MFR. Report# 1627487-2018-05180. Additional information received identified the patient underwent surgical intervention (B)(6) 2018 wherein the leads were reconnected to the ipg which resolved the issue. Effective therapy was established post operatively.

Manufacturer narrative:
Manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR. Report# 1627487-2018-05180. It was reported the patient experienced ineffective and uncomfortable stimulation. System diagnostics revealed high impedances on the leads. X-rays revealed the lead was disconnected from the ipg. Surgery may take place at a later date to address the issue.